Event description:
According to a copy of medical records received from the initial reporter, the patient was admitted to the hosp for repair of an aortic aneurysm and replacement of his bjork-shiley convexo-concave aortic heart valve. According to the surgical pathology report, no thrombi or vegetation were identified and the movement of the valve was normal. The valve was replaced and the patient survived surgery and was discharged nine days post-operatively.